Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a lead revision procedure, the new lead could not be tightened with the pulse generators setscrew. The device was explanted and replaced. No patient symptoms were reported.